Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap show a fracture at the uv glue zone; the fiber core is fracture at a different location at distal side of fiber/cap fusion zone; the glass cap /metal cap are detached and not returned; the outer flow tubing open end appears twisted/damaged. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 250,000 joules of use and 30 minutes the fiber became defective "no details available on defect reason." No additional details provided. There was no injury to patient reported.